Manufacturer narrative:
Manufacturer's report date 12/11/97. The pump was returned for investigation and a visual inspection found the factory seal was broken. It was observed that the upper hinge on the channel a door was bent toward the instrument center front. The hinge was severely damaged. The reported incident was duplicated. Despite the severely damaged hinge it was possible, with unusual force, to close the door and operate the channel. When a set was installed and its roller clamp closed, the channel ran without alarming. This was because the misaligned door led to insufficient pressure being applied to the strain beam.

Event description:
A bag of heparin was set up to be infused on channel a. The pump appeared to be operating normally and delivering the heparin, however the drug was not infusing. Trouble-shooting determined that the roller clamp on the administration set was closed. The pump did not alarm.